Manufacturer narrative:
Additional potential risks associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories include valve deployment in unintended location. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the IFU, ¿advance the delivery system until the thv exits the sheath. Retract the loader to the proximal end of the delivery system. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the iliac vessel(s).¿ there may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. In this case, the operators used a non-edwards sheath rather than the esheath provided in the kit. Per report, procedural factors (multiple devices in the patients aorta interactively occupying space) in additional to patient factors (tortuous anatomy / abdominal aorta) likely contributed to the reported event. No actual device malfunction was identified in the report. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a sapien 3 valve was deployed in the patient¿s abdominal aorta. Initially, a 14fr esheath was inserted via the right femoral artery. Due to the patient¿s ¿condition¿, prior to the insertion of a 23mm sapien 3 valve, an intra-aortic balloon pump (iabp) was inserted via the left femoral artery. The iabp balloon would not inflate properly. Due to suspicions that the esheath was interfering with the iabp function, the esheath was removed and replaced with an 18fr dryseal sheath. No change was observed in the iabp balloon function after the sheath exchange so the iabp was removed. A commander delivery system and sapien 3 valve were then advanced through the dryseal sheath without issue. However, when the crimped valve was pushed out of the sheath, the delivery system became ¿stuck¿ in the tortuous area of the abdominal aorta and could not be advanced any further. Following the unsuccessful attempts to move the delivery system with catheter ¿flexing¿ and repositioning of the guidewire, the decision was made to replace the dryseal sheath with the esheath. Upon withdrawal of the delivery system, the frame of the valve became ¿tangled¿ in the distal end of the dryseal sheath. During the attempts to pull back the delivery system, the valve was ¿pushed up¿ by the dryseal sheath and ¿slipped¿ toward the tapered tip side. The valve was then ¿secured¿ in the abdominal aorta. The delivery system and dryseal sheath were removed. A new commander delivery system and sapien 3 valve were prepared. When the esheath was inserted, the sheath¿s distal end reached beyond the tortuous area of the abdominal aorta. The new delivery system and valve were able to be advanced without difficulty. The second valve was successfully deployed and the procedure was completed without further complications.